Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed: ¿alarm, cassette not recognized." There was patient involvement, and no patient harm reported.

Manufacturer narrative:
H2) additional information: a1 and a4 updated. D1 updated. D3 manufacturing plant address 1, manufacturing plant city, zip code updated. D4 model number, catalog number, and serial number updated. H4 updated. H10 updated. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.